Event description:
It was reported that an alert for out of range high voltage lead impedance was observed. Increased threshold and sensing were noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.